Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had a ventricular tachycardia storm and the right ventricular lead failed to shock. The physician believes that the lead was not placed in the apex of the right ventricle hindering the shocking capability. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).